Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient with this lead and an implantable cardiovertor defibrillator (ICD) was receiving inappropriate therapy and oversensing. An invasive procedure was performed and the lead was found to have an insulation rupture near the is-1 terminal. As the physician was unlockng the screw from the header the lead broke at the insulation damage point. A new rate sensing lead was implanted.